Manufacturer narrative:
A customer in (B)(6) reported to biomérieux a (B)(6) from a known (B)(6) patient in isolation, in association with vitek® 2 ast-p580 test kit. The customer did not submit the isolate for evaluation. An investigation was performed. A review of quality records confirmed the vitek® 2 ast-p580 lot 3600137103 met quality control performance testing and final release criteria. There were no non-conformances found for atypical (B)(6) or atypical (B)(6) cefoxitin screen with (B)(6). Further investigation is not possible as the isolate is needed in order to confirm a discrepancy compared to the reference methods.

Event description:
A customer in (B)(6) reported to biomérieux a false susceptible staphylococcus aureus from a known mrsa patient in isolation, in association with vitek® 2 ast-p580 test kit. The isolate was tested twice producing the same results of oxacillin 1 mg/l mic, and cefoxitin-screen negative, indicating mrsa negative. The pbp2a test was positive and the pcr test performed by the reference lab was positive (pvl negative). The customer reported the patient results were affected but did not impact treatment. The incorrect result was not reported to a physician, however there was a delay greater than 24 hours for reporting results. The test reports were submitted to biomérieux by the customer. The isolate is not available. A biomérieux investigation will be initiated.